Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer delivered "too many insulin units;" no additional information was provided. The customer administered a glucagon spray to initially treat the low bg. At the ER, the customer was put on observation; however, no treatment was needed to address the bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.